Manufacturer narrative:
The insulin pump seated at the beginning of displacement test without reservoir due to moisture damage on the force sensor resistor. Unable to confirm low reservoir alarm and prime fill anomaly due to seating anomaly. Pump passed self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after rewinding the pump, the fill cannula was not working. Customer stated that the piston does not move across and stays in the original rewound mode. Customer's blood glucose reading was 215 mg/dl at the time of the incident. Customer had low reservoir alerts in the alarm history. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions.